Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The recorded temperatures indicated cooling during rf ablation, however, some ablation events indicated high temperatures, consistent with inadequate cooling. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, a tamponade occurred after cardioversion.

Event description:
During an atrial fibrillation procedure, a tamponade occurred after cardioversion without catheter manipulation requiring pericardiocentesis. After the cardioversion, the patient became hypotensive, so an echocardiogram was performed which confirmed an effusion. A pericardial puncture was made for drainage which stabilized the patient and the procedure was successfully completed. The patient was discharged. There were no alleged issues with any abbott devices.

Manufacturer narrative:
Additional information: b2, b5, g3, h2, h6